Event description:
The customer obtained multiple, reproducible, higher than expected, vitros trop I es results from a troponin I free sample (vitros hsdb) processed on the vitros 5600 system. In addition, multiple, higher than expected, vitros trop I es results were obtained from three different known troponin I free samples using the same 5600 system. The following results were obtained: vitros trop I es quality control results using vitros hsdb (trop I free): 0.087, 0.088, 0.087, 0.087, 0.087, 0.088, 0.089, 0.090, 0.089, 0.089, 0.087, 0.087, 0.086, 0.087, 0.088, 0.087, 0.089, 0.088, 0.089 vs. An expected result < 0.012 ng/ml; vitros trop I es quality control results using known trop I free samples: 0.086, 0.096, 0.082 vs. An expected result <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No higher than expected vitros trop I es patient results were reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, reproducible, higher than expected, vitros trop I es results were obtained from a troponin I free sample processed on the vitros 5600 system. In addition, multiple, higher than expected, vitros trop I es results were obtained from three different known troponin I free samples using the same 5600 system. An ocd fe performed service actions to multiple subsystems of the analyzer and returned the system to expected performance. The most likely assignable cause is instrument related. There was no evidence that a reagent related issue contributed to the event.